Event description:
A remstar auto a-flex device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and evidence of no power, smoke fire was found. The device was scrapped by the service center after the evaluation was completed.